Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the nurses having concern regarding accuracy of our syringe module. Nurse infused a new chemo drug with 17.4 ml in a 20cc syringe. When the plunger attached it would not let them infuse more than 16.7, module did not calculate the correct contents of the syringe. There was patient involvement but outcome is unknown. Bd has learned additional information. The customer reported to bd representatives during their site visit the following information: ¿ the IV tubing was primed with medication by pharmacy, but the nurse didn¿t initially know that it was primed, as this was learned after the complaint was reported. During further discussion, the clinician stated that when programming syringe infusions, they were advised by upmc hillman cancer center to select the terumo 20 syringe, instead of the bd 20 syringe, as it would read closer to the pharmacy label volume. ¿ during discussions with the hospital's lead pharmacist- investigational drug services, he provided the following information: syringe tubing used was bd me2020 maxguard 0.3 ml primed volume, and primed by pharmacy syringe infusion was manually compounded and prepared by pharmacy. The lead pharmacist stated the reconstituted volume of the syringe was 17.8ml, the total volume included 0.5ml of overfill to prevent the syringe from running empty, then the tubing was primed with 0.3ml of medication from the syringe by pharmacy. Bd syringe used for the infusion was bd 20 ml #302830. This trial medication is not followed by a flush. The pharmacy label is flagged on the side of the syringe.